Event description:
A malfunction alarm labeled as "malf 9" was reported. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support (cts) assisted in providing pump reset information and helped the caller reset the pump, successfully eliminating the malfunction code. The customer was advised to continue using the pump and to contact support again if the malfunction reoccurred, which the customer acknowledged and understood.